Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: blade device, (B)(6) 2019. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that the issue associated with the knob fallen off was related to a design issue. The assignable root cause was determined to be due to design, construction/design false, defective. The issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6), that during service and evaluation, it was determined that the battery oscillator device fell apart and was unattached. It was further determined that the knob had fallen off. It was further determined that the device failed pretest for check saw blade coupling. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device did not tighten the blade device. It was further reported that the device did not work. It was not reported if there were delays in the surgical procedure. It was reported that a competitor spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.